Event description:
Before implantation, during the valve patency test, the doctor found a cleft on the valve, and leakage of water, so the doctor changed the product.

Manufacturer narrative:
The device has not been returned to MFR.